Manufacturer narrative:
Updated fields: b4, b5, b6, b8, e1 (initial reported name and mail ID), g3, g6, h2, h6(investigation findings, investigation type, investigation conclusion, health effect), h11. It was reported that during a routine check by the customer the cardiosave intra aortic balloon pump (iabp) was making awful sounds and failed to load the start page. No patient involvement and there was no indication of harm or hazardous condition. A getinge field service engineer (fse) stated that unit wouldn¿t load start page, would have a high pitched alarm. Through logs found multiple fault 58, for atm pressure value issue. Replaced excel and front end board and re-calibrated atm pressure. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was making awful sounds malfunction, there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was making awful sounds malfunction.